Event description:
It was reported that the device could not be interrogated, and there was no magnet response. An interrogation six month prior indicated an estimated remaining longevity of 1-3 years. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is included in the advisory for this model. Evaluation summary: preliminary testing revealed no output and no telemetry. Further analysis determined this was the result of lifted hybrid bond wires. It was reported that the device could not be interrogated, and there was no magnet response. An interrogation six month prior indicated an estimated remaining longevity of 1-3 years. The device was explanted and replaced. No patient complications have been reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination component/subassembly failure wire device was out of specification in a manner that relates to event interrogate, difficult to magnet mode discrepancy.